Event description:
Reporter initially stated the infusion device displayed an e7 electronic error during bolus delivery, and the error could not be cleared by changing the battery. No physiological effects were reported. The infusion device was received at the first level investigation unit, and it was found the vibra alert does not function. The infusion device was sent to the manufacturer for evaluation.

Manufacturer narrative:
The event occurred in (B)(6).

Manufacturer narrative:
The complaint can be verified. E7002 errors were found in the history, and the vibrator motor does not function. An internal defect of the vibrator led to the problem. The acoustic and visual alarm functions are not affected.